Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had myocardial infarction (mi) on (B)(6) 2024. It was considered that thrombosis occurred and mi developed due to blood flow stasis in the cups and decreased activated partial thromboplastin time (aptt) after arginine vasopressin (avp). The patient had a major bleeding event on (B)(6) 2025 in the mediastinum and received a blood transfusion of between 4 to 8 units of red blood cells on (B)(6) 2025. It was noted that the patient also required reoperation.

Manufacturer narrative:
Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. The IFU lists myocardial infarction, thromboembolism, and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The section titled ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas, and outlines indications of thrombus as well as how to respond to such events. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. This section also explains that the heartmate 3 left ventricular assist system is contraindicated for patients who cannot tolerate, or who are allergic to, anticoagulation therapy. No further information was provided. The manufacturer is closing the file on this event.